Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. The reporter commented: as per pif: abscess, sepsis, blood transfusion- under review. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included appendicitis (laparoscopic appendectomy). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (hysterectomy, (lt) salpingectomy, (rt) salpingoophorectomy, vaginal tape mid-urethral suspension). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea and stress urinary incontinence outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, menorrhagia and stress urinary incontinence with essure. The reporter commented: as per pif: abscess, sepsis, blood transfusion- under review. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the essure device appears to be in satisfactory position and appears to cause complete occlusion of the fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: menorrhagia, stress urinary incontinence and dysmenorrhea" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical records received. Previously reported unspecified events ¿medical device removal and oophorectomy¿ was updated to more specified events¿ menorrhagia, stress urinary incontinence and dysmenorrhea". Patient date of birth, medical history, lab data and reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal') and oophorectomy ('oophorectomy'). In a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. The reporter commented: as per pif: abscess, sepsis, blood transfusion under review. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.